Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and skin disorder ("skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)/ tubal ligation). Essure was removed on (B)(6)2017. At the time of the report, the dyspareunia, dysmenorrhoea, menorrhagia, rash, cystitis, urinary tract infection, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, weight increased and skin disorder outcome was unknown. The reporter considered cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, rash, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014, (B)(6) 2014 (discrepancy noted) patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding),fatigue, hormonal changes, migraines, headaches and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Previously reported event "injury" was updated to "dysmennorhea (cramping)", events-" dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, bladder infection, urinary tract infection, vaginal discharge, fatigue, hormonal changes, migraines, headaches, weight gain and she did not underwent essure confirmation test", reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.